Manufacturer narrative:
(B)(4). Concomitant product(s): a 00875201132, it xlpe liner, 61408305. A 00875705401 shell with cluster holes porous 54 mm o.d. Size lot # 61421141. A 00784301306 femoral stem beaded fullcoat 12/14 neck taper lot # 61198823. Reported event was confirmed by provided office visit notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. According to the follow-up visit notes the patient began experiencing increasing trouble with some subluxation type problems followed by 2 dislocations which required emergency room visits and closed reductions. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent a right total hip arthroplasty. Subsequently, the patient underwent closed reduction due to subluxation and dislocation. The patient also experiences odd sounds from his hips from time to time. Attempts have been made and additional information on the reported event is unavailable.